Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo was evaluated and did not show the reported failure mode of overfill. Additionally, 100 retention samples were visually inspected with no issues being identified. A functional test was performed on 10 retained samples, and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes,an unspecified number of tubes have too much vacuum and overfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes have too much vacuum and overfill. No adverse impact was reported regarding the patient or user.